Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vicm5_13.7; -3.00 diopter implantable collamer lens into the patient's right eye (od) on (B)(6) 2024. The lens was implanted upside down. On this same date in a separate surgery the lens was explanted with no patient injury. This resolved the problem. It was additionally noted "the patient does not want any further surgery - neither icl surgery nor laser surgery".